Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 312 mg/dl and the cause was not known. The infusion set tubing was changed. A correction bolus via the pump was delivered to address the bg level. A pump system check was performed and no device issues were identified. The customer changed the infusion set site and insulin delivery was resumed.